Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier for non sustained lead noise. Upon review, egm showed the patient in sinus rhythm at 125 bpm. Atrial events were falling in postventricular atrial refractory period (pvarp) and were followed by atrial pace at the sensor rate. The ap blanked the conducted ventricular event and were followed by a ventricular pace with functional loss of capture. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.